Event description:
On (B)(6) 2019, a amplatzer torqvue delivery system was selected for use. The use by date (ubd) was noted to be (B)(6) 2018, but the physician elected to use the device. The patient experienced no bleeding or infection and there were no adverse consequences to the patient.

Manufacturer narrative:
An event of use of expired product was reported. The results of the investigation confirmed that amplatzer torqvue delivery system, lot 5225550, expired on 031 august 2018 which was prior to the reported event date of (B)(6) 2019. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization; including verification of the expiration date listed on the product label. The root cause of the reported event is consistent with user error, per the site "the use by date was noted to be (B)(6) 2018, but the physician elected to use the device". Per the instructions for use, (B)(4) version b, "use on or before the last day of the expiration month that is printed on the product packaging label".